Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Roche sales representative reported that an aviva expert meter had not calculated the correct insulin dosage for a patient. No adverse event reported. A request was made for the return of the device.